Manufacturer narrative:
Patient information requested, and all available information is included.

Event description:
The customer reported a possible underinfusion of solumedrol. The physician ordered a solumedrol continuous infusion at 5.4mg/kg/hr for 23 hours. The calculated dose for 24 hours was 12,420mg (12.42gms). The pharmacist added 12,420mg (12.42gm) to 1000ml of normal saline. The log review showed that in 2008 at 12:43pm, the user programmed the pump for a drug amount of 12.42gms in a volume of 50ml. Based on these entries, the infusion rate was 2.1739ml per hour. The correct infusion rate was 43.4783ml/hr based ona drug amount of 12.42gms n a volume of 1000ml. The pump was reprogrammed to the correct rate the next day, at 8:14am.